Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The customer informed the fse that this issue did not occur during their subsequent procedures. Therefore, it was not an arm positioning issue. The fse reviewed the system log and identified error 31009 which might indicate that the instrument on patient side manipulator (psm) 1 was not well engaged intermittently during the procedure. The fse swapped psm 1 with psm 2 and checked the cable tension and both arm operated without any issues. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm arm involved with this complaint and completed the device evaluation. During failure analysis, patient side manipulator (psm) arm testing resulted in friction along axis 1. This confirms the reported event. After replacement of the a1 harmonic drive, the psm arm was tested, operated with no further issue and was restored to specification. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported based on the following conclusion: a psm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using the other arms. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, patient side manipulator (psm) 1 had non-intuitive motion. The customer called in after the procedure to report the issue. The customer also reported that the instrument tip on psm 1 would not open and close. The customer contacted an intuitive surgical, inc. (Isi) field service engineer (fse) for troubleshooting prior to contacting technical support. The fse had the customer reseat the instrument arm drape and instrument and reboot the system with no change. The site used psm 3 to continue with the case. The isi technical support engineer (tse) suggested to tap the sensor pins and reseat the instrument arm drape and instrument again. The customer informed the tse that the instrument arm drape was discarded. The tse then recommended to check the instrument arm drape engagement next time. The procedure was completed with no reported injury. Isi performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. It was confirmed that the site used psm 3 instead of psm 1 and completed the procedure successfully.